Event description:
It was reported that this pacemaker was part of a system explant due to sepsis/infection. The device was explanted. No new system was implanted. No additional adverse patient effects were reported.